Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed in the access center. This issue occurred on the first pass. They were declotting a medium to heavy thickness in the patient's fistula. This was performed under fluoroscopy. During use, the tip detached outside of the vessel wall. As a result, the patient was stented to prevent the tip from coming back into the vessel. There is no plan to remove the tip from the patient. They do not know if this caused a delay in treatment and there was no patient death reported. See MDR 9680794-2014-00155 for a similar incident with a different patient.